Event description:
Lead product information has been attained.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen during system and normal mode diagnostics on (B)(6) 2013. Settings were adjusted. Follow-up showed that the settings were gradually titrated up, and settings and diagnostics were provided. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.